Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and was explanted. The rv lead was replaced and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A return request had been sent for this lead to be returned however, the lead was not returned yet. This investigation will be updated should further information be provided.